Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Initially it was reported that the ventilator failed pre-use check and the information about nozzle replacement was provided. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. On-site investigation, performed by our field service engineer, revealed that the device failed internal leakage test during pre-use check and no part replacement was required to solve the issue. The issue was solved by cleaning the safety valve membrane and expiratory cassette's membrane. There was no nozzle malfunction. It was only replaced as a precaution. The inspiratory pipe leads the gas from the connector muff to the inspiratory outlet. The inspiratory pipe comprises: housing for the o2 sensor as well as housing and locking lever for the o2 cell with its bacteria filter; housing for the safety valve and connection for measurement of inspiratory pressure. The pipe is provided with internal flanges with the purpose to improve mixing of o2 and air. Expiratory cassette is only measuring and will not affect ventilation. Therefore, this situation is not safety related, the issue will be noticed before use and appropriate measures can be taken. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to safety valve membrane and expiratory cassette's membrane.

Event description:
Manufacturer's ref. #: (B)(4).